Event description:
It was report that during an afib - paroxysmal procedure the patient had repeating afib which required cardioversion. The procedure was from a clinical trial, the patient event was possibly procedure-related and possibly device-related.

Manufacturer narrative:
(B)(4).